Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted torn strings on the tip of the mega needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable was found to be broken at the distal idlers. The idler pulley was able to spin freely and it did not exhibit any damage. The cable segment stuck out at the wrist. Other cables at wrist were not damaged. Additional observation not reported by site was derailed grip cable. One grip open cable was derailed from the distal idler pulley. The inner grip cable was seated on outermost pulley. Evidence not conclusive, but cable derailment was likely due to cable losing contact with the pulley during wrist articulation. Fleet angle between proximal and distal pulleys could have contributed to the cable derailment. The customer reported complaint does not itself constitute a reportable event; however, the broken cable if to reoccur could cause or contribute to an adverse event.